Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the following readings occurred within 10 minutes: (B)(4). No adverse event reported, meter and strips replaced and requested for return.